Event description:
The customer reported to customer service that the transformer housing broke and fell apart when unplugging.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complain thas not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, in f/u with the customer, she reported that the housing cracked when she pulled it out of the wall outlet and wires were exposed, which is a safety risk. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the following showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.